Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital, and the doctor wanted to know if there was a recall for the insulin pump. The call was disconnected at this point. The reason for the hospitalization was unknown. Nothing further was reported.